Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the device stopped charging after 2 years and the patient was told it would last 9 years. The patient wanted to know how and where to get the stimulator removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.